Event description:
It was reported that the procedure was to treat a mildly calcified left coronary artery that is 80% stenosed. A new 2.5x15mm non-abbott balloon was used pre-dilate the lesion. A 2.5x38mm xience xpedition was deployed in the mid left descending (lad) artery at 10 to 18 atmospheres and the 3.5x15mm nc trek balloon dilatation catheter was used for post dilatation. A guide extension catheter was inserted together with a 3.25x38mm xience xpedition and deployed in the left main to proximal lad. It was noted that it was inflated from 3 to 15 atmospheres until well apposed, but after the stent balloon failed to deflate. An extension catheter with the end cut off was used to perforate the balloon with minimal success. Therefore, another wire was used to puncture and deflate the balloon. A wire extension was also placed at the mid portion of the balloon in attempt to deflate the balloon. The entire system was then removed along with stent balloon; however, resistance was felt and the shaft tore. After removal, the shaft was observed to be separated. It was also noted that the patients blood pressure was dropping; however, slowly went back to normal after the xience xpedition balloon was removed. There was no adverse patient sequela; however, clinically significant delay was noted. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
A visual inspection was performed on the returned device. The reported material separation and material split, cut or torn was confirmed. The reported failure to deflate and difficult to remove could not be tested due to the device condition. A review of the production records and the corrective and preventive actions (CAPA) database was performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed no indication of a lot specific issue. The investigation determined the reported difficulties and treatment appear to be related to the operational context of the procedure; however, a cause for the reported patient effect cannot be determined. It was reported that after implantation of the stent, the balloon failed to deflate. Analysis of the returned device noted the inner/outer member was stretched, bunched, and kinked. This type of damage would impact the flow of saline through the device. It is likely that damage sustained during the procedure contributed to the reported deflation problem. A balloon that has failed to deflate would have reduced maneuverability within the anatomy. Reduced maneuverability likely contributed to the reported difficulty encountered during removal. Manipulation of the device, when resistance was encountered, likely contributed to the reported material separation and shaft damage. There is no indication of a product quality issue with respect to manufacture, design, or labeling.